Manufacturer narrative:
Block h2: additional information: block b7 (other relevant history) has been updated based on the additional information received on (B)(6) 2023. Block h6: imdrf device code a15 captures the reportable event of clip did not detach from the sheath.

Event description:
It was reported to boston scientific corporation that a mantis clip device was used during a procedure performed on (B)(6)2023. The anatomy location of the procedure is unknown. During the procedure, when the handle was grasped to deliver a shot, the clip did not detach from the sheath. The procedure was completed with another mantis clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a15 captures the reportable event of clip did not detach from the sheath. Investigation results the returned mantis clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly stuck into the bushing. Microscopic examination was performed, and it was found that the clip assembly bottom part was deformed. Functional evaluation was performed, and it was found that the handle does not have communication with the clip assembly. No other problems with the device were noted. The reported event of clip did not detach from the sheath was confirmed. It is possible that the amount of tissue grasped was bigger than the clip could close, causing the customer needed to apply an excessive force to close the clip arms in order to activate them. However, due to the amount of tissue grasped, this force was enough to detach the clip from the bushing, but it was not to activate them. Subsequently, due this detachment, when the customer attempted to reposition the clip into the bushing, the clip got incorrectly positioned, and most likely the physician kept pulling back the clip, causing the control wire and clip detachment, resulting to a deployment problem. Regarding the clip assembly being deformed, this is likely due to the entrapment against the bushing. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported to boston scientific corporation that a mantis clip device was used during a procedure performed on (B)(6) 2023. The anatomy location of the procedure is unknown. During the procedure, when the handle was grasped to deliver a shot, the clip did not detach from the sheath. The procedure was completed with another mantis clip. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a mantis clip device was used during a procedure performed on (B)(6) 2023. The anatomy location of the procedure is unknown. During the procedure, when the handle was grasped to deliver a shot, the clip did not detach from the sheath. The procedure was completed with another mantis clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not detach from the sheath.